Event description:
It was reported that a pt underwent a neurosurgical procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke at the juncture of the needle and the suture. All needle pieces were accounted for and there were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.